Event description:
Event description guidant received information that during an implant procedure, an impedance measurement greater than 2000 ohms and a high threshold measurement were obtained from this lead. The lead was explanted and replaced.